Manufacturer narrative:
Medwatch sent to FDA on 5/04/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling and hardening is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema and skin irritation: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the chin. About 3 months later, patient had been going through a detox diet and was drinking an increased amount of water. Ten days after the detox diet, patient developed "soft modular swelling around injected areas mostly in left" that was also noted as a "rigid palpable mass" on the left and right marionette. There was no pain, inflammation (internal or external heat) or redness. On palpation, the area was "soft freely movable well defined mass more evident on the right side but also present on left." Patient was treated with ibuprofen and piriton. Swelling then became worse and both sides of the affected area became a hard mass a few days later and the patient was then treated with hyalase. There was no evidence of granuloma, infection and swelling. There was a reduction in mass and a "great deal of softening." On the following day, the "hardness [had] returned." Patient was then treated with ciprofloxacin, clarithromycin and additional hyalase injections. "The situation has almost completely resolved now." There is only a "small nodule remaining on one side."

Event description:
Additional information received from the healthcare professional notes symptoms have resolved.